Event description:
According to available information, this device perforated the patient during placement. During placement of the right cylinder the doctor perforated the patient proximally. The doctor noted he doesn't have a pusher or a correct device to place the cylinder. The device was still implanted, and a tear tip sling was used to hold on the space. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.